Event description:
It was reported by the field service tech that surgical fluid waste began spraying inside the unit. The leaked waste did not contact any users because the spray did not exit the rover cover. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The field service tech found that the manifold was coming apart. Service tech informed the customer to make sure the manifold is pushed and snapped together completely. The device was repaired and returned to service.